Event description:
It was reported that on oct 16, 2023, the sales rep was contacted by the surgeon at this facility who would like to perform a duraloc liner replacement. According to the surgeon, in 1995, the patient underwent the primary surgery via tha for the hip joint with unknown implants at another facility. After that, the patient began to repeatedly dislocate due to wear of the poly-liner (date of occurrence unknown) and is currently unable to be discharged from another facility. As a result, the patient was transferred from another facility to this facility and is scheduled to undergo liner replacement surgery. When the sales rep checked the x-ray photo, it was confirmed that there was an old-style aml, the acetabulum appears to be duralock 300, but the locking ring could not be confirmed. There is a possibility of acs since a protrusion can be seen on the edge of the cup, but no screw hole could be confirmed.in the case of acs, the liner cannot be replaced, so we plan to prepare a duraloc liner. Since the surgery information and size information is also unknown, it is necessary to prepare the duraloc liner with a certain range of sizes in mind. The surgeon mentioned that because the patient was elderly, he did not want to replace the stem or the cup side if possible. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.